Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after the bd saf-t-intima¿ IV catheter safety system was inserted into the left side of the patient's abdomen, the guide needle was withdrawn. However, the infusion tubing "failed" where the base of the needle sat within it, leaving behind the cannula, butterfly, and section of tubing when it was withdrawn. The following information was provided by the initial reporter: "nurse had inserted bd saf-t-intima butterfly to left abdomen of patient and went to withdraw insertion guide needle. Device infusion tubing failed at point where base of insertion guide needle sits within tubing leaving behind cannula, butterfly and small section of tubing once needle was withdrawn. This meant that device was unserviceable and had to be removed resulting in the need to make a second insertion with a completely new device."